Event description:
It was reported that during a surgical procedure at the user facility, the doctor pressed the foot peddle, where the cord connects to the handpiece, smoke came out of the core impaction drill. The handpiece did not heat up. There were no flames visible and the customer could not smell the smoke. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection. Through visual inspection, the technician confirmed the motor sockets were corroded.

Event description:
It was reported that during a surgical procedure at the user facility, the doctor pressed the foot peddle, where the cord connects to the handpiece, smoke came out of the core impaction drill. The handpiece did not heat up. There were no flames visible and the customer could not smell the smoke. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.